Event description:
During implantation of a platinum vr with rf telemetry, communication has been lost during programming the final settings. The programmer asked for ending the session and new reinterrogation. As an defective rf head could be expected the device has been replaced by a new one. With the new rf telemetry, the implantation has been completed without any issue.

Manufacturer narrative:
(B)(4).

Event description:
During implantation of a platinum vr with rf telemetry, communication has been lost during programming the final settings. The programmer asked for ending the session and new reinterrogation. As an defective rf head could be expected the device has been replaced by a new one. With the new rf telemetry, the implantation has been completed without any issue.